Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and a correction. Corrected field: e1 - phone number format. The subject device evaluation noted the complaint cannot be confirmed. The device is out of service and has been returned to the customer. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure, the subject device had very poor image quality. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that during an unknown procedure, the subject device had very poor image quality. There were no reports of patient harm.